Manufacturer narrative:
(B)(4): the customer reported that the charge button was not responding. There was no patient involvement. The unit was evaluated by a philips field service engineer, but the symptom could not be verified. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since the symptom could not be verified. The device passed all testing and remained at the customer site.

Event description:
The customer reported that the charge button was not responding. There was no patient involvement.